Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive device was noisy was confirmed. An assessment was performed on the device and it was found that the device makes a whining noise and the upper trigger was jammed. The assignable root cause was determined to be due to normal wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was making noise. It was reported that there was a delay in surgery, the length of delay was unspecified. It was reported that there was an unspecified spare device available for use. There was no patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.